Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's father initially reported that the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter that led the patient to be admitted to the hospital due to experiencing a diabetic ketoacidosis. The patient was treated with unknown fluids at the hospital. It was indicated that the patient was not kept overnight at the hospital. Additionally, upon contact with the patient and the given values, it was indicated that the dexcom system was giving accurate readings at the time of event. At the time of contact, the patient was in stable condition. Additional patient or event information is not available.